Event description:
N/a.

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation and it showed that the base handle was closed without the 6 inch transitional installed and deformed handle hole. The device history record (DHR) showed no abnormalities related to the reported failure. Evaluation showed that the base handle was closed without the 6 inch transitional installed and deformed handle hole. This would affect the intended function of the device. The reported complaint was confirmed from the evaluation. The observed condition was likely caused by improperly handling of the device.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the sterile processing department (spd) closed the handle of the a2101 mayfield ultra base unit without the transitional in place. The unit was recently repaired and returned to the facility on approximately (B)(6) 2020. There was no known patient involvement or surgery delay.